Event description:
A review of medical article ''percutaneous pulmonary valve implantation in children and adults with an age and gender specific analysis'' was performed. The aim of this study was to report clinical outcomes up to five years following percutaneous pulmonary valve implantation in a mixed population of pediatric and adult patients from a single center in UK. One patient with an unknown sapien valve implanted in the pulmonic position presented perioperative severe pulmonary regurgitation during edwards valve balloon dilatation with a high pressure balloon and underwent conduit change on the next day.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01038. The implanted valve model and size is unknown. Possible valve used edwards sapien xt transcatheter heart valve - PMA p130009, edwards sapien 3 transcatheter heart valve - PMA p140031, or edwards sapien 3 ultra transcatheter heart valve - PMA p140031. Citation: kotidis, charalampos, neeraj nirmal, and marinos kantzis. ''Percutaneous pulmonary valve implantation in children and adults with an age and gender-specific analysis.'' Cardiology in the young (2024): 1-7. Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. Additionally, as no identifying device information was provided, no device history review (DHR) or lot history review were able to be performed. Per the event details, all the valves were implanted between (B)(6) 2013 and (B)(6) 2022; however, the exact implantation date was unknown. In addition, the valve serial number used and delivery system were also unknown. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A technical summary written by edwards lifesciences applies to this event and establishes, through extensive investigations, that central regurgitation events post-deployment with or without report related to leaflet mobility for the sapien 3 and sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this event, it will be included in ongoing monitoring and trendingwith no pra or CAPA required at this time. The motion restricted leaflet and central regurgitation through the valve were unable to be confirmed due to unavailability of medical record/relevant imagery. Available information suggests that procedural factors (post-dilation) likely contributed to the event as per information provided ''the perceived root cause of this event was that the leaflet was stuck against the frame following post-dilatation''. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation.

Event description:
A review of medical article ''percutaneous pulmonary valve implantation in children and adults with an age and gender specific analysis'' was performed. The aim of this study was to report clinical outcomes up to five years following percutaneous pulmonary valve implantation in a mixed population of pediatric and adult patients from a single center in UK. One patient with an unknown sapien valve implanted in the pulmonic position presented perioperative severe pulmonary regurgitation during edwards valve balloon dilatation with a high pressure balloon and underwent conduit change on the next day. The perceived root cause of the regurgitation was due to the leaflet becoming stuck against the frame following post-dilatation. This was observed on echocardiographic imaging 1-day post procedure and confirmed following surgical explanatory. It is possible that either the low diastolic pressure in the pulmonary system is not high enough to enable closing forces and/or the tubular nature of the pulmonary root/ covered stent in which the valve is implanted restricts flow through the open-cells and therefor ethe leaflets are unable to close.

Manufacturer narrative:
Corrected b.5. During administrative review it was determined that part of the description was missing from the initial MDR submission. The coding remains the same. Updated b.4, g.3, g.6, and h.2. Investigation is ongoing.